Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort, based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The customer, filled out an isf to report, that they are having pain in the lower teeth. That is preventing them from wearing their aligners. They marked, 'true' to discomfort; 'true' to not fitting; 'true' to sensitivity and 'true' to recent dental work. Upon review of the image, provided by the customer. It seems, that the customer is pointing to tooth #19. I don't see any obvious signs of irritation. However, the image is out of focus. I am requesting, more information regarding the recent dental work and the pain, that the customer is feeling. Requesting images.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.